Manufacturer narrative:
The device was not returned for testing. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that this pacemaker patient arrested and subsequently passed away several hours post-implant. This device had been implanted on the patient's right side with no reported complications. Four days previously (during the original left-sided implant procedure), the patient had arrested, went into ventricular fibrillation (vf) and chest compressions were required. It was reported that, as a result of this, the physician was concerned with possible sterility issues (potentially a future infection) and thus elected to implant a new pacemaker on the right side once the patient had stabilized.